Manufacturer narrative:
Method - device was not returned for evaluation. Conclusion - inconclusive, investigation ongoing. The device is a synthetic device made from polypropylene. Injuries such as pain, mesh erosion, infection, incontinence, fistula formation and dyspareunia are documented risks associated with the polyform device - reference design fmea and polyform product insert (instructions for use).

Event description:
Proxy biomedical was notified on the (B)(6) 2013 via email by the polyform distributor (B)(6) that they have received a complaint on the (B)(6) 2013 regarding a polyform product from a patient's legal representative. The complaint states that as a result of the polyform implant (date of implantation (B)(6) 2007), a patient injury occurred. The patient is identified as "(B)(6)". Her date of birth is unknown; her weight and height details are unknown. The hospital where the implantation procedure took place is the (B)(6) hospital, USA. The physician is dr (B)(6). The polyform part number or lot number is unknown.